Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The pt had heart surgery and reportedly the device did not work after surgery. No pt symptoms were reported. The device was replaced. The pt recovered without sequela. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.